Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was over 600 mg/dl. The customer was treated with pump and the pen. Customer's blood glucose value was about 400 mg/dl. Customer reports the infusion set cannula had bent. Customer declined troubleshoot for high blood level. The product was not returned for analysis.